Event description:
The customer called to report high blood glucose levels. Troubleshooting was performed, and found that insulin was leaking past the reservoir o-rings. Nothing further was reported.

Manufacturer narrative:
The reservoir was received with excessive flashing on the stopper plunger. The reservoir will leak.